Manufacturer narrative:
Corrected data: b4: in initial MDR should be corrected to 24-jul-2020. B5: the statement " backup lens implanted" is not applicable. G4: in initial MDR should be corrected to 24-jul-2020. Claim #(B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found no visible damage to lens. Foreign material on lens surface. Lens was observed @ 2x no brown spot was noted. Claim#(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the a 12.6mm micl12.6, -11.5 diopter, implantable colander lens, meant for the patient's eye on (B)(6) 2020 had "a brown spot on the lens. Lens was never inserted, back-up lens implanted. This resolved the problem. Cause of the event is reported as device. Reportedly, patient is "recovering at a normal rate."